Manufacturer narrative:
H.6. Investigation: DHR review was done and this lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, were not evidenced records that could lead to the claimed defect. Was received on 24-apr-2019 in db sandy one unused unit without packaging from catalog number 381112, lot number 7241831. According to the visual analysis of the sample can observe that the foreign matter found is silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. Based on the investigations conducted for complaints of silicone visible of angiocath, it has been found that the root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. CAPA#450094 was initiated.

Event description:
It was reported that there was foreign matter on tip of needle with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from japanese to english: fm is on the needle tip.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter on tip of needle with a bd angiocath¿ IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: fm is on the needle tip.